Event description:
It was reported that the caregiver could not obtain CGM readings on an iLet paired with a Dexcom G7, with pump messages indicating pairing failed and an invalid pairing code; the agent guided use of the pump¿s CGM menu to retrieve the pairing code and perform a Switch CGM workflow (temporarily to Dexcom G6, then back to Dexcom G7) to re-enter the correct code and attempt pairing. Symptoms included loss of CGM data on the pump. Outcomes included user inconvenience and a recommendation to allow time for pairing and to contact Dexcom if pairing did not complete, as the sensor could be faulty. Investigation included technical troubleshooting, user education, and guided reconfiguration through the device menu. Investigation of this case revealed an initial incorrect or invalid pairing state and a need to reset the CGM selection to enable proper code entry, with no pump alerts or alarms observed. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or a sensor-related pairing issue.